Event description:
An infusion pump that silently shutdown. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.